Event description:
Boston scientific received information that this patient received an inappropriate shock for atrial fibrillation (af). This shock accelerated the patient's rhythm into a polymorphic ventricular tachycardia (vt) which required two additional shocks to convert. Between the second and third shock the patient went syncopal and hit their head on the ground which caused superficial scrapes and cuts. No additional adverse patient effects were reported. The physician is going to prescribe medication to help control the patient's af and will continue to monitor.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.